Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost a significant amount of weight and then experienced pain at the ipg site due to ipg movement in the ipg pocket site. As a result, the physician buried the ipg deeper in the pocket site on (B)(6) 2018. Postoperatively, effective therapy was reported.